Event description:
The customer observed a yellow liquid leak of less than 2 cubic centimeters in volume, under the differential chamber of a coulter lh 750 hematology analyzer. The leak was not contained to the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face protection and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) isolated the problem to a tear in reagent tubing at the valve 45. The tubing was replaced. The instrument was returned into service after completion of repairs. The failure mode of this event was a tear in reagent tubing at valve 45. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).